Event description:
A report was received that the patient was losing weight and had discomfort due to the location of the ipg. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was doing well postoperatively.